Event description:
It was reported that on (B)(6) 2023, the patient¿s oxygen saturation dropped to the mid-70s while on the life2000 device. There was no allegation of a device malfunction, and no medical intervention was required. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2023, the patient¿s oxygen saturation dropped to the mid-70s while on the life2000 device. There was no allegation of a device malfunction, and no medical intervention was required. The patient is a 68-year-old female with a medical history of copd, chronic respiratory failure with hypercapnia, co2 retainer, dyspnea, sob, hypoxemia, history of metastatic lung cancer, and per clinical notes from (B)(6) 2023, ¿she has been having low oxygen on baseline 3 and required up to 6l in ER. She was placed on bipap for work of breathing.¿ on (B)(6) 2023, the patient received training and initiated therapy on the life2000. At the time of the reported desaturation event on (B)(6) 2023, the patient was sitting and had no active infection or fever. The life2000 device was powered off and restarted and the patient¿s spo2 recovered to 95% (baseline 92-96%) within 5 minutes. The patient¿s caregiver was advised to restart all devices if this happens again and to switch the patient over to an oxygen tank. The patient uses a respironics everflo 5l oxygen concentrator and the ball does drop slightly to about 4.5l when connected to the life2000 device. The patient does not use a nasal cannula at all, so it is unknown if the ball jumps back up after disconnecting tubing from the life2000. The caregiver believes the patient may need a higher oxygen liter flow, as she is maxed out on the 5l concentrator. The patient is on the life2000 throughout the day and trilogy ventilator at night, per md order. The baxter respiratory clinician explained the physician will need to assess the patient¿s need for higher o2 requirement to maintain spo2 >92% if that is still the target. The patient is continuing use of the life2000, and the device is not being returned. The baxter respiratory clinician followed up with the patient¿s sister and the pulmonologist ordered a 10l oxygen concentrator for increased o2 needs. The patient was set up on a 10l millennium m10 concentrator with a flow rate of 7 lpm and the patient was doing much better with spo2 ranging 93-95%. The patient¿s sister stated the new concentrator ball is a bit ¿fidgety¿ and has moved around while the patient was on the trilogy at night and one time on the life2000. The ball dropped to 6l while on the life2000 and spo2 was 88-89%. The patient recovered after the flow rate was increased back to 7 lpm. The patient¿s sister planned to contact the medical equipment company to ensure the oxygen concentrator was working properly. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen level was clinically below normal range, the change was temporary, no accompanying symptoms were reported, and the patient recovered at home on her prescribed oxygen flow rate. The event was not life-threatening, and the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury did not occur in this case. Information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor oxygen concentrator (as evidenced by a decrease in oxygen flow) leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as the patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury.